Event description:
New information revealed that the lead was capped and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed ventricular noise, believed to be caused by lead fracture. The noise could not be reproduced in person at the hospital. Replacement of the lead was planned. There were no patient consequences.